Event description:
It was reported that the ilet display developed three cracks while the user was mowing the lawn, and the screen continued to function at the time of the report. Investigation included collection of event details and request for return of the damaged device for evaluation. Further investigation of this case revealed that the damage was consistent with accidental physical impact to the display. No injury or clinical symptoms were reported by the user during the event, and no difficulty using the device. Outcomes included continued device use without interruption and no medical intervention. It was concluded that the device experienced screen damage due to external mechanical stress, with no effect on therapy delivery reported.